Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior resection, the surgeon kept trying to insert the anvil into the cartridge channel and it would not attach properly. She then noticed that the trocar tip was bent, so they opened a new stapler and used the new stapler¿s handle/trocar side. The surgery was not delayed due to the reported event. No fragments were generated. There were no patient consequences reported.